Event description:
It has been reported the pt experienced a sudden onset of stimulation when she bent down at her work. The pt indicated she turned off the stimulation using the pt programmer. The pt is working with the sjm rep to prevent this from recurring.

Manufacturer narrative:
Add'l info: 1627487-12192011-003-r. This ipg serial number is included in field advisories. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.